Manufacturer narrative:
Pharmacovigilance comments: the serious event of blindness was considered expected and possibly related to the treatment. Serious criteria include the need for immediate medical intervention with hyaluronidase and urgent hospitalization. Potential contributory factors include injection technique and previous nasal treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018 by a physician which refers to a female patient of asian ethnicity (unknown age). No information about medical history, concomitant medication or history of allergies. The patient has previously had nose treatment in the past. On (B)(6) 2018, around 07:30, the patient received treatment with restylane lyft to nasal bridge with 25g cannula for nasal bridge augmentation (unknown lot number, amount and injection technique). The patient was treated by a nurse. The same day, after an unspecified period of time, the patient complained of visual loss(blindness) and the nurse administered hyaluronidase [hyaluronidase]. The dose or technique was not specified. The patient was transported by ambulance to the hospital and is currently still in hospital, at the time of the initial report. Outcome at the time of the report: visual loss was not recovered/not resolved.

Event description:
Case reference number(B)(4) is a spontaneous report sent on(B)(6)2018 by a physician which refers to asian female aged 31 years. Additonal informatoin was recevied on(B)(6)2018 , (B)(6)2018 and(B)(6)2018 from the physician. A follow-up report was received on(B)(6)2018 from a journalist of a non-scientific publication entitled professional beauty digital magazine. No information about medical history, concomitant medication or history of allergies. One year ago (in 2017), the patient received treatment with an unspecified filler to the nasal bridge. On (B)(6)2018 , around 07:30, the patient received treatment with 0.5ml restylane lyft lidocaine to nasal bridge with 25g cannula for nasal bridge augmentation (unknown lot number injection technique). The patient was treated by a nurse. Immediately after the injection, the patient complained of visual loss(blindness unilateral) of right eye and pain(pain) in the right eye and right side of the forehead. The nurse immediately administered 1500u of hyaluronidase [hyaluronidase] around the area. There was not much of improvement in vision. The reporting physician was called and informed about the situation, and requested the ambulance immediately. The patient was taken to the hospital and was examined by an eye specialist. They had multiple investigations to look for a cause. However, there was not much of improvement in her right side vision. The patient was discharged from the hospital two days later (on (B)(6)2018 ). Currently, the patient is getting outpatient appointment with eye specialist. At the time of the follow up report, there was no improvement in the visual loss but hospital advised they could assist with managing her pain. On (B)(6)2018 , the patient's skin also started to blister(implant site vesicles) and experienced skin necrosis(implant site necrosis) at the right nasal bridge and tip. On (B)(6)2018 , an online article (cosmetic filler blinds australian woman) involving this case was detected. The following information regarding the case was written: an australian woman has been left permanently blind in one eye after having a cosmetic filler injected at a sydney beauty clinic. The "tragic case" was brought to light at the 2018 non-surgical symposium held by the australasian society of aesthetic plastic surgeons (asaps), the cosmetic physicians college of australasia (cpca) and the australasian society of cosmetic dermatologists (ascd) on the gold coast last month. During a panel discussion at the conference it was revealed that the woman attended the sydney clinic to "improve the shape of her face" but just hours later was declared legally blind in one eye. A delegate told professional beauty that the woman had an adverse reaction to an injection of hyaluronic acid filler and was therefore taken to a hospital for treatment. The delegate said the cosmetic nurse injector did not inject hyaluronidase into the affected area in an attempt to reverse the effect as her supply was out-of-date when injected within 90 minutes hyaluronidase dissolves hyaluronic acid and reverses any blockages. The woman was declared legally blind at the hospital. Outcome at the time of the report: visual loss was not recovered/not resolved. Skin necrosis was recovering/resolving. Skin also started to blister was recovering/resolving. Pain was not recovered/not resolved. Tracking list: v. 0, initial v. 1, fu received on (B)(6)2018 via galderma staff and(B)(6)2018 via prescribing doctor: patient was discharged from the hospital. Added event of pain. Fu received on (B)(6)2018 : updated suspect product (to lidocaine), amount used, severity of events, outcome, reporter causality and hyalase dose. Added event of necrosis, blister and pain. An additional seriousness criteria was added (permanent damage). V. 2, fu received on (B)(6)2018 : online article involving this case was detected. Changed meddra coding of event "visual impairment" to "blindness unilateral".

Manufacturer narrative:
Pharmacovigilance comments: the serious events of blindness unilateral and implant site necrosis were considered expected and possibly related to the treatment. Serious criteria for blindness included the need for immediate medical intervention with hyaluronidase, urgent hospitalization and permanent disability. Serious critieria for the nasal necrosis included the likelihood of permanent damage and scarring given the extent of the affected area and evidence of vascular compromise and pain several days after initial onset. The non-serious events of pain and implant site vesicles were considered expected and possibly related to the treatment. Wound healing in the affected area and adequate pain management was reported in follow-up. The likely etiologies for the reported events were vascular occlusion and embolism of the ha gel. Potential contributory factors include injection technique and altered vascular supply due to previous treatment of the nasal bridge or natural anatomical variations. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Manufacturer narrative:
Pharmacovigilance comments: the serious events of blindness and implant site necrosis were considered expected and possibly related to the treatment. Serious criteria for blindness included the need for immediate medical intervention with hyaluronidase, urgent hospitalization and permanent damage. Serious critieria for the nasal necrosis included the likelihood of permanent damage and scarring; the event requires close medical oversight and intervention, given the extent of the affected area and evidence of vascular compromise several days after initial onset. Wound healing in the affected area was reported. The non-serious events of pain and implant site vesicles were considered expected and possibly related to the treatment. The likely etiologies for the reported events were vascular occlusion and embolism. Potential contributory factors include injection technique and altered vascular supply due to previous treatment of the nasal bridge. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005. (B)(4).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-apr-2018, with additional information received on 27-apr-2018, 29-apr-2018, and 01-may-2018, from a physician which refers to asian female aged 31 years. No information about medical history, concomitant medication or history of allergies. One year ago (in 2017), the patient received treatment with an unspecified filler to the nasal bridge. On (B)(6) 2018, around 07:30, the patient received treatment with 0.5ml restylane lyft lidocaine to nasal bridge with 25g cannula for nasal bridge augmentation (unknown lot number injection technique). The patient was treated by a nurse. Immediately after the injection, the patient complained of visual loss(blindness) of right eye and pain(pain) in the right eye and right side of the forehead. The nurse immediately administered 1500u of hyaluronidase [hyaluronidase] around the area. There was not much of improvement in vision. The reporting physician was called and informed about the situation, and requested the ambulance immediately. The patient was taken to the hospital and was examined by an eye specialist. They had multiple investigations to look for a cause. However, there was not much of improvement in her right side vision. The patient was discharged from the hospital two days later (on (B)(6)2018). Currently, the patient is getting outpatient appointment with eye specialist. At the time of the follow up report, there was no improvement in the visual loss but hospital advised they could assist with managing her pain. On (B)(6) 2018, the patient's skin also started to blister(implant site vesicles) and experienced skin necrosis(implant site necrosis) at the right nasal bridge and tip. Outcome at the time of the report: visual loss was not recovered/not resolved. Skin necrosis was recovering/resolving. Skin also started to blister was recovering/resolving. Pain was not recovered/not resolved.